Event description:
It was reported that the right ventricular (rv) lead was found to have low sensing value and no capture due to a lead dislodgement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted the outer insulation was breached cut, there was blood on the proximal conductor (not obstructed), there was blood on the distal electrode and apparent explant damage. Concomitant product: (B)(4) pacing lead 2012 (B)(6). (B)(4).